Manufacturer narrative:
Lot number - 18a019, 18h001, 18j006, 18k002, 19c017, 19d014, 19e040, 19e055, 19f001, and an unspecified lot number. Seven (7) single-use devices were received for evaluation. For five of the devices, visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the five returned devices. The devices were found to be conforming product. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the fillport cap was removed, a leak/backflow was observed from the fillport. Further inspection revealed that the cause of the leak/backflow was due to a particle lodged under the device¿s checkband. Fourier transform infrared spectroscopy (ftir) identified the particle to be acrylic. The device¿s stressmember is made of acrylic. The reported condition was verified. The cause of the particulate matter was not determined. For one device, visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the fillport cap was removed, a leak/backflow was observed from the fillport. No evidence of a leak was observed at the luer lock. Further inspection revealed that the cause of leak/backflow at the fillport was due to a glass fragment approximately 0.30 square mm in size, lodged under the device checkband. The most likely cause of the glass becoming lodged under the checkband is user filling technique. A glass ampule used for filling the device without a filter can result in this type of event. Photographs of eight samples were also provided for evaluation. For six of the photographs, visual inspection revealed fluid inside the bags that contained the devices, indicating that a leak had occurred. The location of the leaks could not be determined from the photographs. The reported condition was verified. The cause of the condition was not determined. For two of the photographs, visual inspection revealed a leak at the blue winged luer cap for both devices. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted for lots 18a019, 18h001, 18j006, 18k002, 19c017, 19d014, 19e055, and 19f001, and there were no deviations found related to this reported condition during the manufacture of any of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 37 </noe> malfunction events. It was reported that thirty-seven (37) large volume folfusors leaked. Six devices leaked from the ¿tube¿ prior to patient use, two devices leaked from the fillport after filling, nineteen devices leaked from the blue winged luer cap prior to patient use, one device leaked from an unspecified location during infusion, and nine devices leaked from an unspecified location prior to patient use. One event involved a female patient with no patient consequences, and thirty-six events did not involve a patient. No additional information is available.

Manufacturer narrative:
Additional information: an additional single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted for lot 19e040 and there were no deviations found related to this reported condition during the manufacture of this lot. Additional information/correction: a total of nine (9) photographs were received for evaluation. For five of the photographs, visual inspection revealed fluid inside the bags that contained the devices, indicating that a leak had occurred. The location of the leaks could not be determined from the photographs. The reported condition was verified. The cause of the condition was not determined. For four of the photographs, visual inspection revealed a leak at the blue winged luer cap. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.